Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurements, with a maximum value of 2115 ohms. During a routine follow up and upon system interrogation, it was found that rv pacing impedance measurements were within normal limits, but variable between 1100 and 1800 ohms. No noise was observed, even after performing provocative maneuvers, and fluoroscopy did not show macroscopic fractures. The physician planned to see the patient in the clinic for further testing and potential lead revision or extraction, as lead damage is the suspected cause of the reported observations. No adverse patient effects were reported. At this time, this rv lead and implanted pacemaker remain in service. Additional information has been received. The plan for this patient is to replace the system, but at this time, there is no evidence that suggests that this intervention has been performed or that it has been scheduled. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurements, with a maximum value of 2115 ohms. During a routine follow up and upon system interrogation, it was found that rv pacing impedance measurements were within normal limits, but variable between 1100 and 1800 ohms. No noise was observed, even after performing provocative maneuvers, and fluoroscopy did not show macroscopic fractures. The physician planned to see the patient in the clinic for further testing and potential lead revision or extraction, as lead damage is the suspected cause of the reported observations. No adverse patient effects were reported. At this time, this rv lead and implanted pacemaker remain in service. Additional information has been received. The plan for this patient is to replace the system, but at this time, there is no evidence that suggests that this intervention has been performed or that it has been scheduled. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurements, with a maximum value of 2115 ohms. During a routine follow up and upon system interrogation, it was found that rv pacing impedance measurements were within normal limits, but variable between 1100 and 1800 ohms. No noise was observed, even after performing provocative maneuvers, and fluoroscopy did not show macroscopic fractures. The physician planned to see the patient in the clinic for further testing and potential lead revision or extraction, as lead damage is the suspected cause of the reported observations. No adverse patient effects were reported. At this time, this rv lead and implanted pacemaker remain in service.